Manufacturer narrative:
An mvp pusher wire without the implant portion, cable set, detachment box, and also a microcatheter with a rotating hemostasis valve were returned. Prior to the returned items placed into decontamination, the microcatheter was examined in an effort to locate the mvp plug portion, it was not found. After the items were decontaminated visual, functional, and dimensional inspections were performed. Microscopic examination of the pusher wire revealed that the distal coiled segment portion of the pusher assembly was intact, indicated that the mvp implant was separated from the pusher mechanically. Additionally the detachment zone showed no signs of electrolytic exposure. The microcatheter appeared severely "accordion-ing" at proximal to the catheter tip which might be indicative of high axial compressive loading on the catheter. Detachment testing of the coil segment showed that the coiled section of the returned pusher was detached in approximately 120 seconds. It is theorized that mvp implant potion was mechanical stripped from its delivery wire. This lead to detachment zone mechanical fatigue and the possible thrombus build up about the plug making for higher re-sheathing forces, which caused the plug to separate from the pusher during re-sheathing. Based on the above findings, the complaint was confirmed. The mvp implant was not detached by the detachment box. The mvp implant appears to be mechanically stripped from the pusher wire, evident by the pusher's coil portion being present and the delivery microcatheter having "accordion-ing" in the distal region. Testing of the returned the detachment box and cable set revealed that they were both fully functionally and were able to detach the returned pusher wire's detachment zone and coiled portion properly.

Event description:
Medtronic/covidien/reverse medical corp received information that during a mapping for y-90 procedure, the physician reported the mvp could not be detached from the pushwire. The physician tried 3 times to hit start button and the detachment box never started timing process or proper voltage read. Subsequent to detachment box not working properly after trying 3 times, the physician recaptured plug in microcatheter and aborted case withdrawing catheter. Upon fully removal of microcatheter from patient, the physician was not able to locate plug that was expected to be at distal end microcatheter upon deployment of pushwire. Plug not found in patient after the physician went back in for further imaging and coiling. Plug was believed to have fallen on floor and was most likely partially detached from the 3 successive attempts; hence weakening the detachment zone and allowing plug to disconnect post attempted use. No patient injury was reported as a result of this procedure.-(B)(4). Detachment cable set complaint has been captured in (B)(4).